Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the doctor's office upon receiving a shock. Upon interrogation, it was noted that the shock was inappropriate due to noise from the right ventricular lead. Loss of capture was observed in addition to various episodes of ventricular noise reversion. Prior to a routine device change, fluoroscopy conveyed externalized conductors on the right ventricular lead. On (B)(6) 2018, the lead was capped and not replaced. The patient was stable before, during, and after the procedure.